Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing and an increase in pacing impedance measurements, going from 420 to approximately 978 ohms. Additionally, the intrinsic amplitude was found to be variable. X-ray imaging was performed, but no anomalies were identified, and patient maneuvers were conducted, but the noise could not be replicated. Technical services (ts) recommended to consider investigating the integrity of the lead. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).